Event description:
It was reported that the right ventricular (rv) lead's superior vena cava (svc) impedance jumped out of range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 419378 implantable pacing lead (B)(6) 2007; 507645 implantable pacing lead (B)(6) 2004; 419478 implantable pacing lead 2007. (B)(4).